Event description:
Customer reported experiencing several instances of low blood glucose (bg) levels, with the lowest recorded at 40 mg/dl on (B)(6) 2025, and additional low bg events occurring on (B)(6). The customer consumed carbohydrates to address low bg events. Customer's control-iq software was active during the incidents, and the cause of the low bg events remained unknown. Customer support advised the customer to consult with a healthcare provider regarding bg impacts and directed them to clinical support for further assistance.